Event description:
Event description cpi received information that this endocardial lead was removed from service. The patient with an implantable cardioverter defibrillator (ICD) and lead system was experiencing oversensing and getting inappropriate therapy. The physician elected to perform an invasive procedure and found the lead was fractured. The lead and ICD were both replaced at this time.